Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cgm mobile application shut off unexpectedly occurred. It was determined that the unexpected cgm mobile application shut off was related to the mobile application. It was reported that the operating system for the smart device was not a supported system. Data was provided for investigation. The problem was confirmed. The root cause was determined to be the dexcom application updating from one version to another or the os updating. No injury or medical intervention was reported.